Manufacturer narrative:
The table rotational lock was not working as a result of loose tension on the foot pedal. The tension was re-adjusted and the rotational lock was tested to verify proper function. Internal CAPA issued.

Event description:
The customer stated that the ort100 table is not locking because the foot pedal does not work. On (B)(6) 2017, the customer stated that the table can unlock if it is shaken vigorously. These incidents were observed during routine qa - no patient involvement.